Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty programming the implantable pulse generator (ipg) to turn off adaptive mode. The ipg was ultimately programmed correctly and remains inuse. No patient complications have been reported as a result of this event.